Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant as the device was manufactured before 2015. Investigation results do not implicate a service process. A product sample was received for evaluation. Functional and visual testing were performed. Visually inspected the device and found that the main power wires loose at the fuse holder terminal connector. The evaluation was performed, and the reported issue was duplicated. The technician found loose wiring to fuse holder terminal connector to be the cause. Additionally found that actuator pole grinds when moving upwards. Return tube was cracked at the top fitting. Also found that the enclosure reservoir leaked water. Drain valve and line cord showed signs of wear and tear. The root cause of the reported issue was unable to be determined. The technician replaced actuator pole, return tube, line cord, drain valve, and enclosure. Installed temp check test fixture. Powered the device and measured temperature was within tolerance. Device all passed all functional and electrical tests.

Event description:
It was reported that the device cannot run tests, won't shut down correctly. No patient injury was reported.